Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
The ventilator failed. Our field service engineer investigated the reported ventilator on site; two pressure transducer printed circuit boards (pcbs) were replaced to resolve the issue, and both pcbs were sent back for further investigation. The device logs were not provided. Investigation on pressure transducer pcb. The returned pressure transducer pcbs were tested separately in ventilator for simulated use testing: investigation on pcbs s/n (B)(6):the pcb passed 3 pre-use checks (puc) and >48h ventilation without issue. And 3 more pre-use checks passed after simulated ventilation. This pcb is not the cause of the reported issue. Investigation on pcbs s/n (B)(6) the test ventilator failed during pre-use check with error during pressure transducer test sequence and internal leakage test. Leakage too high. Simulated ventilation was run for 48 hours without abnormality and the ventilator failed the puc again after the simulated ventilation. The zero pressure voltage has been measured using a multimeter and showed a correct value. The wheatstone bridge for the pressure sensor has been measured and obtained values were as expected and without deviation: the sensor's model was smi. A microscopic investigation shows that the membrane inside the sensor's cavity was clean and without damage. No root cause has been established for this sensor. The pressure, conveyed via the pressure tube connected to the inspiratory/expiratory pressure transducer pcb, is led to and measured by the differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user during pre-use check or during ventilation by generated high priority alarms. For the reasons above this complaint will be closed. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).